Manufacturer narrative:
Product event summary: the full the lead was returned and analyzed. Analysis was performance and the outer insulation of the lead was extrinsically breached due to a cut. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Lead was returned with outer insulation extrinsic cut/breach, blood on the helix and the helix bent. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that two days post implant a drop in r-wave sensing was observed on the right ventricular lead. The lead was explanted and replaced. It was noted that the physician suspected that the lead was damaged during the extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.